Event description:
Camino catheter was placed in patient and would not zero despite multiple attempts. New camino needed to be placed and replacement camino would zero properly. There was no patient injury. There was a 30 minute delay in surgery. Additional information has been requested.

Manufacturer narrative:
Investigation completed 4/05/2017. Method: DHR review, trend analysis, evaluation of video. The customer returned catheter serial number (B)(4); it is belonged to the reported lot number 111erx176059. A review of lot 111erx176059 indicates that it met requirements before being released to finished goods lot #: 111erx176059, serial #: (B)(4), mfg. Date:10-aug-2016, expiration date: 31-dec-2018. Complaint history, model 110-4xxx, from mar-2016 through feb-2017 reviewed; there were nine other complaints that issued with complaint code (B)(4), and four of them were confirmed. The number of confirmed reports (xx ) divided by the number of units sold model 110-4xxx, ((B)(4)), feb-2016 through jan-2017 and multiplied by 100 results in a failure rate percentage (B)(4). The catheter appears with bent connector pin. When connected to the test monitor 420-6, the monitor displayed 418mmhg and the catheter could not be zeroed. The pin was then straightened and the catheter was reconnected to test monitor 420-6; after a system self-check delayed, the monitor read an initial reading of 14mmhg. The catheter was then zeroed and tested within specifications. Conclusion: the reported customer complaint that the ¿catheter would not zero despite multiple attempts¿ could not be confirmed. The returned catheter was inspected and a bent connector pin was identified at the module end. The bent connector pin was straightened and the catheter was connected to a test monitor and was able to zero. The catheter was then tested for functionality and met all functional test criteria. The manufacturing process has multiple checks in the final assembly and packaging of the catheter that would identify any issues with the module end connector pins. It is a possibility that the connector pin was bent sometime between final assembly and initial use by the end user.

Manufacturer narrative:
Additional information received from the customer on 09mar2017: the procedure was performed by the neurosurgery resident. The reason for implanting the 1104b catheter in the (B)(6) patient was to monitor icp; patient had a traumatic brain injury. The catheter was attempted to be zeroed to atmosphere prior to implantation. It was unknown if the catheter was pulled back slightly after insertion. An experienced trauma rn and another neurosurgeon tried to troubleshoot, re-zero attempted and it did not work. The customer reported that there was patient adverse consequence due to the 30 minute delay in surgery. When the bolt was finally placed and the icp reading was 33, medication treatment was then administered, which the customer stated would have been done earlier if the neurosurgeons were able to obtain an icp reading.